Manufacturer narrative:
B3: updated date of event. B3: date of event - used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that an error message occurred. An angiojet console and two angiojet spiroflex catheters were used in a thrombectomy procedure. During the procedure, the catheter was advanced however, a check for catheter kinks error occurred. The catheter was removed from the patient's body and replaced with a new spiroflex but the same error occurred. There were no patient complications reported.

Manufacturer narrative:
Date of event - used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that an error message occurred. An angiojet console and two angiojet spiroflex catheters were used in a thrombectomy procedure. During the procedure, the catheter was advanced however, a check for catheter kinks error occurred. The catheter was removed from the patient's body and replaced with a new spiroflex but the same error occurred. There were no patient complications reported.